Event description:
The following has been reported: biomed reported: 'cant clear reload set error' a preliminary review identified the following issue: mechanical hardware failure (av assembly). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (av assembly). Removed fva assembly and investigation found sticky debris on fva output pin causing a tubing misloaded error. Cleaned fva output pin as well as primary, secondary, and loading pins. Reinstalled fva assembly and unit functioned normally.